Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that, ¿action taken to manage the problem during the procedure: cut tissue with scissors.¿ why was there a need to cut the tissue? - sorry no they cut the material not the tissue my apologies. Was this cutting of tissue in addition to that required as a part of hysterectomy procedure? N/a was it a robotic procedure? No was the end-user a new user of this product? Second time using it. In relation to needle, what is the approximate location of suture breakage? Half way along the material length. Was the sales rep present during the procedure? No what in the physicians opinion was the cause of the suture breakage? Poor quality product. Surgeon was gentle and very experienced with this technique as he has been a v-loc user for sometime.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2017 and barbed suture was used. During closing the vaginal vault, the suture material broke in the middle. Half of the vault was closed and half was left uncompleted. Action taken to manage the problem during the procedure: cut the suture material with scissors. Two-minute delay to procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.